Event description:
Pt has cohesive silicone gel implants style 410 and their actual size are fm 440. Pt had a breast implant revision to replace saline implants that had severe wrinkling and was told that the cohesive silicone gel implants were their only alternative to correct this problem. Pt had the saline ones replaced but the wrinkling is worse than it was when pt had saline implants. Pt is very disappointed to the point of depression. Pt wants the medical world to know that the cohesive implants are not what they seem. Pt is living proof of this.